Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels and presence of ketones. The customer's blood glucose was 306 mg/dl in the morning, and it was 134 mg/dl in the middle of the night. The customer did not exhibit symptoms of high blood glucose and treated via insulin pump. She confirmed that insulin exited at the quick release during a manual prime. She observed blood at the infusion set's site. She noted that her carbohydrates ratio was added and was advised to verify the accuracy of programming with her doctor. She added that the insulin pump had alarmed no delivery previously due to the way she had seated the cap. She stated that she drank a lot of water and was able to get rid of the ketones, bringing her blood glucose down to 158 mg/dl by lunch time. She treated with 2.5 units of insulin and felt that this was not enough due to her carbohydrates ratio being 17 units. Her ratio was actually set to 30 units; she did not realize it had changed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.